Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: no lot/serial number or sample was returned by the customer. No root cause can be determined at this time. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Additional information has been requested. (B)(4).

Event description:
A surgeon reported six pts with good distance vision who are not happy with their near vision following bilateral intraocular lens (iol) implant surgeries. For this pt, it was reported that she was unable to read without wearing reading glasses. Additional information has been requested. There are twelve medical device reports associated with this event. This report is for the right eye of the sixth pt.